Event description:
The printed image was blurred and affected the doctor diagnoise. There was no report of patient harm. The time of event is after use.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA. Therefore; the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: the blurry image was not be caused by pentax product. The hospital printer was lack of ink, after replacing the cartridge, it could be work normally. The problem was caused by the hospital workstation's printer cartridge.